Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned in inquiring about recorded ventricular episodes the right ventricular (rv) lead displayed t-wave oversensing (twos) and the right atrial (ra) lead displayed far field r-wave (ffrw) oversensing. Reprogramming was completed and both leads remains in use. No patient complications have been reported as a result of this event.